Manufacturer narrative:
Patient height reported as 175 centimeters. Complainant part is not expected to be returned for manufacturer. Review/investigation. Part 04.038.310s, lot 9946480: manufacturing location: monument. Manufacturing date: january 25, 2016. Expiration date: january 01, 2026. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) with the trochanteric fixation nail advanced (tfna) system for the fracture of the trochanteric femur. The fracture was intramedullary, and the proximal fragment displaced posteriorly. The surgeon tried to reduce the fracture; however, it did not go well, and the fracture was fixed with subtype n (ikuta classification). The surgery was completed without any surgical delay. Intramedullary fixation was observed a few days after the surgery. Recently, the patient complained of pain, and it was confirmed that the pseudoarthrosis occurred. The revision surgery for removal of the implants and the total hip arthroplasty was performed on (B)(6) 2022. This report is for a tfna blade. This is report 2 of 4 for (B)(4).